Event description:
A patient reported experiencing inaccurate high results with a ot ultra meter. The patient's blood glucose results were 67mg/dl(meter),46mg/dl(lab). Tests were done < 10 minutes apart with a difference of 21mg/dl. Patient did not experience any adverse events. No further information has been reported.